Manufacturer narrative:
Section d10, h3: correction section d4, h4: additional information manufacturer's investigation conclusion: the evaluation of the returned device confirmed driveline wire damage that could have contributed to the low speed events and driveline fault events recorded in the submitted log file data. The submitted system controller log file showed that on (B)(6) 2019 from 0:24 ¿ 1:06, multiple low speed advisory events were captured with speeds reducing as low as 7860 rpm (540 rpm below the low speed limit) while the system was connected to a tethered power source. Yellow wrench advisories associated with driveline fault events were also captured. The driveline wire electrical continuity data recorded in the log file was graphed and showed that the values of phase 3 were consistently elevated compared to the other two motor phases, suggesting a potential wire conductor breakdown issue with the red wire. Vad-58069 was returned with the driveline severed at the nipple of the pump housing. An additional section of driveline measuring approximately 9 inches in length was returned. The distal end of the original driveline measured approximately 22 inches length. The remainder of the driveline was not returned. Electrical continuity testing of the distal end of the driveline revealed no discontinuities or shorts. However, electrical continuity testing of the middle driveline segment measuring approximately 9 inches in length revealed a discontinuity in the red wire. The remaining 5 wires were found to be electrically intact. An area of severe breakdown of the metal braided shield was identified at approximately 2.5-3.5 inches from one end of the returned section of the driveline measuring approximately 9 inches in length. Visual inspection of the underlying wires in this location revealed a breach in the insulation of the red wire and three breaches in the insulation of the adjacent orange wire at approximately 3 inches from one end of the returned driveline segment, exposing the inner metal conductors. Slight manipulation of the red wire revealed that the metal conductors were fractured in the location of the insulation breach. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the braided shield in this area. Of note, the orientation of the driveline segment was not maintained due to where the driveline was cut and the entire driveline was not returned; therefore, the distance of the wire damage from the pump could not be determined. Microscopic inspection of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation or damaged inner conductors. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and the test did not reveal any additional areas of compromised wire insulation. The replacement driveline was unremarkable. The red and orange wires represent the redundant wires that comprise phase 3 of the heartmate ii three-phase motor. The fractured conductors of the red wire would have resulted in the driveline fault events recorded in the submitted system controller log file data. Moreover, if the exposed conductors of either compromised wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted log file data. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31aug2015. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. C: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange and continuing driveline issues are reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low speed events occurred while the system was connected to a tethered power source as well as driveline fault events on (B)(6) 2019. The patient ultimately under went pump exchange on (B)(6) 2020 due to ongoing driveline issues.